Manufacturer narrative:
Document review: amistem h femoral stem size 4 std - ref. 01.18.134/ lot 115293 (70 stems produced). All parameters were found to be in accordance with the specifications valid at the time of manufacturing, included washing and sterilization cycles. Fifty-four stems belonging to this lot have been already implanted and no incidents have been reported up to now. From the data collected, the cause of the fracture is highly likely not device related.

Event description:
The femur was broken while impacting a sz 4 stem amistem-h. A non-medacta revision stem was used to complete the surgery. A 2nd revision surgery was performed on (B)(6) 2012, using another non-medacta revision stem and a cerclage cabling system to provide stability to the femur. The 2nd revision surgery was necessary due to the fact that no cerclage cables were used in the 1st revision surgery.